Event description:
Device failed to open after firing during laparoscopically-assisted vaginal hysterectomy. Abdominal hysterectomy was performed due to significant bleeding and decreased hg hemoglobin. (*)